Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. There was no impact to the customers blood glucose level due to the occlusion alarm. The occlusion alarm occurred prior to contacting tandem technical support no system check could be performed. In addition, it was reported that a cartridge alarm 19 occurred during the load process. The customers blood glucose level was (170 mg/dl) the customer took a manual injection. Reportedly, the customer uses apidra insulin. The customer was able to load a new cartridge successfully and resume insulin delivery.